Manufacturer narrative:
The medtronic field service engineer (fse) reported that, the ventilator went into ¿vent inop¿ on power up. The fse inspected the device and found diagnostic codes recorded in the ventilator¿s memory logs. During the evaluation, the fse noticed a ¿smoke odor¿ and shut the ventilator down. The fse found that the dc (direct current) to dc pcba (printed circuit board assembly) had burn marks on the board and replaced the board. The ventilator passed all testing per manufacturer specifications and was returned to the customer. The dc-dc pcb was returned to medtronic for failure investigation. Visual inspection of the dc-dc converter pcb determined that the blown c83 capacitor rendered the board unsafe to install in the failure investigation test ventilator. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, a 980 ventilator had a ¿vent inop with electrical smell¿. The ventilator was not in use on a patient at the time of the reported event.